Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found an output connector was broken. Analysis also found the lower case was broken and one case screw was contaminated. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. There was no patient involvement reported.